Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: the review of the black box data showed power reboots post cs52/cs54 alarms on the date of the complaint. However, power reboots were not duplicated at the time of the investigation. There was no visible evidence of moisture in the battery compartment. A leak test was performed and failed due to a pump case leak. The pump was opened up and there was no evidence of moisture found internally. In addition, the pump was exercised for 24 hours with no power reboot occurrences or alarms. The battery cap was not returned with the pump. A test cap was able to secure. No damages were found to the battery compartment. Unrelated to the original complaint, the pump case was cracked and the audio bolus button cover was torn. The audio bolus button was responsive at the time of the investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The user alleged intermittent power issue and reported that there was moisture in the battery compartment. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.